Event description:
Two week post uae, began very heavy bleeding with significant pain. Pt readmitted to the hospital and given pain medication and antibiotics, and sent home after a few days. She continues to be in significant pain two years post uae. Several weeks after the onset of pain and many visits to her doctor, and a second trip to the emergency room, she passed a 10 cm fibroid. "It was the worst experience of my life."